Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the custom distal femoral replacement implant had broken at the interface of one of the extra cortical plates. The surgeon believed that the implant failed due to the patients high bmi (>40). There was no trauma event (patient fall etc) reported. (B)(4).

Manufacturer narrative:
An event regarding loosening of a jts distal femur was reported. The event was not confirmed. Product evaluation and results: not performed as no items were returned. Clinician review: the x-ray review did not confirm loosening. Product history review: product was shipped according to specification. Complaint history review: 8 complaints relating to aseptic loosening for this product have been recorded to date. Conclusion an event regarding loosening of a jts distal femur was reported. The event was not confirmed. The surgeon reported that the aseptic loosening may be attributed to a tibia bone fracture that the patient incurred whilst playing football in summer 2014 (implant approx. 18 months in-situ). Revision surgery was completed with no reported complications. The exact cause of the event could not be determined because further information such as good quality x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.

Event description:
The patient fractured their tibia while playing football in summer 2014. On (B)(6) 2015, aseptic loosening occurred on the femoral component, and revision was required.